Event description:
During treatment with cosmoderm 2 a total needle disengagement occurred and product was lost. There is no injury to the pt or to the injector.

Manufacturer narrative:
Medwatch sent to FDA on 23/oct/07. Allergan has received an incomplete lot number for this event therefore we are unable to perform a device history review. If we receive add'l info we will forward appropriately.